Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dry eye syndrome, anxiety disorder, neck strain, irritable bowel syndrome, cervicitis, adenomyosis, urinary tract infection, wrist pain, carpal tunnel syndrome, hand pain, hemorrhagic ovarian cyst, hematochezia, abdominal pain, migraine without aura, abdominal pain lower, neck strain and ovarian cyst. She denies any numbness or tingling in any of the fingers. She denies any neck pain she denies any vaginal discharge or irritation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), tooth disorder ("dental issues"), urticaria ("hives"), alopecia ("hair loss"), migraine ("migraine headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (total vaginal hysterectomy and operative laparoscopy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, allergy to metals, tooth disorder, urticaria, alopecia, migraine and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and urticaria to be related to essure (ess205). The reporter commented: reason for explant was failed therma choice ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical compliant. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dry eye syndrome, anxiety disorder, neck strain, irritable bowel syndrome, cervicitis, adenomyosis, urinary tract infection, wrist pain, carpal tunnel syndrome, hand pain, hemorrhagic ovarian cyst, hematochezia, abdominal pain, migraine without aura, abdominal pain lower, neck strain and ovarian cyst. She denies any numbness or tingling in any of the fingers. She denies any neck pain she denies any vaginal discharge or irritation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), tooth disorder ("dental issues"), urticaria ("hives"), alopecia ("hair loss"), migraine ("migraine headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (total vaginal hysterectomy and operative laparoscopy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, allergy to metals, tooth disorder, urticaria, alopecia, migraine and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and urticaria to be related to essure (ess205). The reporter commented: reason for explant was failed therma choice ablation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.